Event description:
Device issue: none. Adverse event (ae): stroke progression. Time of ae: post procedure. It was reported via a clinical study that the evening post successful rx acculink stent implantation in the left internal carotid artery, the pt experienced a small hemorrhagic transformation of a pre-existing left frontoparietal stroke, developing confusion and aphasia, prolonging hospitalization. His symptoms improved but did not return to baseline. Two days later, the pt was discharged to home in improved condition. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot number was provided. A follow-up will be submitted with all relevant info.